Manufacturer narrative:
Concomitant therapies: blood pressure medication and several other unidentified medications. Juvéderm vollure¿ xc, juvéderm voluma® xc, juvéderm® ultra plus xc. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of massive swelling, warm to touch, pain and low grade fever are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, pain and fever: 6. Adverse events a. Us pivotal study of juvéderm volbella® xc treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. In the clinical study, 7 subjects had lumps/bumps or swelling that occurred weeks to months after treatment. All of these aes were mild or moderate. Swelling was treated with acetaminophen or doxycycline, and no treatment was given for the lumps/bumps. All of these events resolved without sequelae. In the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. B. European clinical study common and expected isrs were collected via 30-day diaries after each treatment. The incidence, severity, and duration of isrs for subjects treated with juvéderm volbella® xc after initial treatment are shown in table 6. Most subjects reported an isr after treatment, with the most common being swelling, tenderness, and firmness. The majority of isrs were mild to moderate in severity and resolved within 14 days. The incidence of isrs after touch-up treatment was lower than that after initial treatment. The isrs after repeat treatment were similar to those after initial treatment. 8. Instructions for use b. Health care professional instructions 16. Patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. C. Patient instructions it is recommended that the following information be shared with patients: ¿ within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma® xc in the cheeks, juvéderm® volbella¿ xc in the lips and under the eyes, juvéderm vollure¿ xc in the nasolabial folds and juvéderm® ultra plus xc in the marionette lines. Three days after the injection, the patient developed "massive swelling in the cheeks/under the eyes, the cheeks feel warm to the touch, cheek pain and a low grade fever." Two days later, the patient began taking benadryl and pepcid while treating the area with ice/heat. Patient also took oxycodone, that was previously prescribed for another medical condition, for the "cheek pain." Patient had concomitantly been taking xarelto, prozac, klonopin, oxycodone, blood pressure medication and several others." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2017-00638 ((B)(4)), MDR ID #3005113652-2017-00640 ((B)(4)) and MDR ID #3005113652-2017-00641 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volbella¿ xc, also a device manufactured by allergan.